Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during the pre-case discussion, it was noted that both of the patient's femoral access site were smaller, but straight and with little calcium. It was reported that the computed tomography (CT) showed 4.4mm x 5.4mm right external iliac artery and 4.5 x 4.6 right common iliac artery measurements. The team performed a femoral angiogram and gently dilated up the artery with sheaths before proceeding with the valve on successful advancement with14fr sheath. The valve was then prepped and loaded. During this time, the operators struggled to successfully advance the pacing wire. After a few attempts it was swapped for an alternative pacing wire which was successfully secured in the right ventricle (rv). It was observed the patient pressures dropped. An echocardiogram was performed and pericardial effusion was evident. A pericardiocentesis kit was used to drain the effusion. The patient was drained to 'dry' and pressures stabilized. The physician stated caused by rv pacing wire. The valve was screened and was deployed after two recaptures with no issues. The reason for the re captures were not reported. The patient required draining again via a pericardiocentesis as the pericardial effusion had refilled.  The pressures stabilized, however every so often patient's pressures would drop and the patient required re-draining. Protamine was reversed and a closure device was used to close the access sites. On a femoral angiogram, a right iliac occlusion was noted. The cause of the occlusion was not reported. The team balloon dilated the iliac artery to restore blood flow. After numerous attempts in varying positions in the artery, the flow improved. An anesthetist was called to help stabilize the patient. The team decided to administer blood due to blood loss during the effusion. The patient was stable at the end of the procedure and the plan was to monitor response to blood infusion in lab, before transferring the cardiac intensive care unit (ICU). No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the right ventricle (rv) perforation was a result of a non-medtronic pacing wire. The occlusion was noted at the end of the implant procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that according to the physician, the iliac occlusion was a result of a dissection, that had occurred due to the small vessel size and age of the patient. The occlusion was not caused by the sheath or the dcs. It was reported that the patient had died. The death was due to cardiac tamponade cause by the pacing wire perforating the coronary sinus. The continuous, untreatable bleeding also contributed to the death. Per the physician, the peripheral occlusion was not a factor in the death.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.